Event description:
It was reported that the user was assisted in navigating back from the fill-tubing screen to the fill-cartridge-and-tubing screen in order to complete a full supply change from the beginning. During this process, the user experienced a slightly elevated blood glucose level after eating prior to the supply change and was unable to enter a meal announcement because they were on the fill-tubing screen. The highest recorded blood glucose level during the event was 201 mg/dl, and levels remained outside the 70¿180 mg/dl range for approximately 15 minutes. No back-up therapy was used, no ketone testing was performed, and there were no recent steroid injections. The user did not receive professional medical intervention or any other form of assistance and reported no immediate health effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.